Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. The death can be attributed to the progression of the patients disease process. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death, renal dysfuction, hepatic dysfucntion, respiratory dysfucntion, and neurological dysfucntion are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use.

Event description:
It was reported from the site by the ventricular assist device coordinator, that the patient has failed to thrive post-implant. It was stated that since the implant of the left ventricular assist device (lvad) the patient has been doing well with no issues. The patient was severely vasoplegic and was unable to be weaned from vasopressor support post. He had "raging" transaminitis post-implant which returned to baseline, except for his t-bilirubin level which was never below 30. Hepatology was consulted but was unsure of the cause despite multiple diagnostic procedures. The patient failed extubating twice due to an increased work of breathing and never had a tracheostomy as that was his wishes pre-operatively. Post-operatively the patient also had persistent hepatic encephalopathy even after his ammonia levels normalized. The patient was not following commands, but would respond to stimuli. It was stated that a family meeting was held today with the patient's caregiver, his sister, in which she decided to withdraw care. The patient was extubated, the drips stopped, and the ventricular assist device (vad) was stopped this afternoon and the patient expired within a few minutes afterwards. The family refused an autopsy therefore the pump will not be sent back and all peripherals will be disposed of by the site. It was further stated that the site does not consider this an lvad-related death. The cause of death (cod) was stated to be, fulminant liver failure. No further information was provided by the site. No additional information available.